Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is number 4 of 7 mdrs filed for the same event (reference 1825034-2014-03522 / 03523 & 03525 / 03529).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2002, and total left hip arthroplasty on (B)(6) 2002. Legal counsel for patient reported patient underwent left hip revision procedures on (B)(6) 2012 and (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, inability to ambulate normally, metallosis and osteolysis. There has been no reported revision to patient's right hip to date. A review of invoice history confirmed surgery dates of (B)(6) 2002, and (B)(6) 2002. Review of invoice for (B)(6) 2002 indicates a revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2002, and total left hip arthroplasty on (B)(6) 2002. Legal counsel for patient reported patient underwent left hip revision procedures on (B)(6) 2012 and (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, inability to ambulate normally, metallosis and osteolysis. There has been no reported revision to patient's right hip to date. A review of invoice history confirmed surgery dates of (B)(6) 2002, and (B)(6) 2002. Review of invoice for (B)(6) 2002 indicates a revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2012. Operative report noted the presence of a loose acetabular cup, scar tissue, and debris. All components were removed and replaced with spacer molds. Left hip was reimplanted on (B)(6) 2012.